Event description:
User reported a urinary tract infection coinciding with her change in catheter choice from a hydrophilic lubricated catheter to a gel lubricated catheter. Although she stated there was nothing wrong with the gel lubricated catheter, user feels the change in lubricant type caused the infection. User stated she was treated with antibiotics and has recovered from the infection. User changed products.